Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular coil impedance was high/undefined on the right ventricular lead that triggered an alert. During the in office check, the impedance was noted to be in the normal range. A possible set screw issue was suspected. The lead and device remain in use. No patient complications have been reported as a result of this event.